Event description:
The customer was splashed in the face, including the eyes and mouth, while cleaning the waste drainage hose of the architect c4000 processing module. The technician had a negative serology test and was prescribed a 5 day course of triple antiretroviral therapy. Gloves and a gown were worn at the time of the incident. No additional impact to the user was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer was splashed in the face, including the eyes and mouth, while cleaning the waste drainage hose of the architect c4000 processing module. The technician had a negative serology test and was prescribed a 5 day course of triple antiretroviral therapy. Gloves and a gown were worn at the time of the incident. No additional impact to the user was reported.

Manufacturer narrative:
The customer had implemented a proactive bleach cleaning of the waste drainage hose to prevent the tube from clogging and was splashed with liquid from the tubing. No instrument errors related to waste drainage issues were occurring around the time of the event. The customer was not wearing goggles or a face shield when the incident occurred. The instrument service history review for (B)(6) revealed no additional service or complaint tickets associated with customer exposure. A review of complaint and trending data for the architect c4000 processing module did not identify an increase in complaint activity for the issue described in this complaint. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. In this case a use error was identified. The customer was not wearing appropriate ppe (protective eyewear) and was not following an approved customer procedure to clean the waste tubing. The customer did not have the necessary qualifications or training to perform a task that is associated with an abbott field service representative (fsr). Based on the investigation the architect c4000 processing module, serial number (B)(6), is performing as intended. No systemic issue or deficiency of the architect c4000 processing module was identified.